Manufacturer narrative:
Concomitant medical devices: hospira 250mlbag of nacl injection, ndc 0409-7983-02, lot 60-061-jt, exp 1 dec 2017; 50ml syringe, therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an rn was using a 60 ml texium bonded syringe to infuse doxorubicin into the y-port of a primary infusion set when a small leak was noted. The clinician could not determine if the leak was coming from above the texium connector or below where it was attached to the y-port. There was no patient harm.

Manufacturer narrative:
The customer¿s report of fluid leakage from a texium-bonded syringe was not confirmed. Visual inspection noted a small amount of dried red fluid near the bonded end of the texium valve. Microscopic examination of the smartsite revealed a slight warp/upturn of the top edge of the threads. Functional testing resulted in no leaking observed anywhere along the set. The syringe was then removed from the tubing set. Remnants of the red fluid were noted in the smartsite threads. The report of medication leaking from a texium-bonded syringe was neither confirmed nor replicated. The root cause was not identified.